Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pacing during exercise. Reprogramming was attempted in an effort to resolve the twos, but was ultimately unsuccessful. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.